Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a failed battery test. The blood glucose level was 396 mg/dl. Customer stated that the contacts was not missing or damaged. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No failed battery test alarm or empty battery alarm noted.